Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump incorrectly dispensed insulin. The patient reported that she had gotten several loss of prime warnings on (B)(6) 2012. The patient claimed that she disconnected from the skin site each time the warnings occurred and she primed. In one instance, the patient got a loss of prime warning. When she disconnected and attempted to prime, she noticed that the cartridge was empty. The patient initially alleged that the pump had dispensed insulin during the prime step and after she had taken her finger off of the ok button. However, the patient then alleged that the pump emptied into her on its own and not during a prime. Due to the alleged issue, the patient claimed that her blood glucose (bg) level dropped to '24 mg/dl'. The patient was able administer self-treatment by drinking fruit juice, and eating candy and fruit snacks. Her bg rose to '46, 53, and then 83 mg/dl' within an hour. The patient came off of the pump and initiated a backup plan for insulin delivery. The subject pump was replaced by anm in (B)(6) 2012 due to an alleged dim/fading display issue. However, the patient apparently continued to use the pump which allegedly contributed to the reported low bg event. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump incorrectly dispensed insulin and her bg dropped to a level suggestive of severe hypoglycemia. However, the patient's injury can be attributed to intentional misuse considering the patient continued to use the pump although it was replaced in (B)(6) 2012.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed multiple records warning that the pump was not primed on the date of the alleged issue. Complete investigation of the pump for the alleged history/settings issue was not able to be performed due to an unrelated failure reported on a separate medwatch report referencing (B)(4).

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: a retained cartridge from lot #b201663 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.